Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficult to insert could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other perclose proglide device was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were attempted in the left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 8fr. Reportedly, the first proglide device could not be advanced in the lcfa. The device was removed and the sutures of a second proglide device were successfully placed. A third proglide device was used but marking could not be achieved from the marker lumen. The sutures of the third proglide device were advanced and successfully placed. The sheath was upsized to 18fr in the lcfa and 14fr in the rcfa and the aaa procedure was completed. When tightening the sutures of the second proglide device, they pulled out of the artery. When checking pulses, the iliac pulse was not present. A femoral cutdown found the artery had been sutured closed. The proglide sutures were removed and the artery was repaired with a graft. The iliac pulse was restored, so the site was closed by the vascular surgeon. Once closed, distal pulses were checked and it was found the patient had no pedal pulses. A femoral cutdown was performed a second time and thrombus was found in the lower leg. A fogarty catheter was used to remove the thrombus. There was no reported adverse patient sequela. A clinically significant delay in the procedure was reported. It was reported that the physician is trained in the use of the proglide device and being established in the preclose technique. No additional information was provided.